Event description:
On (B)(6) 2021, the patient called lifescan (lfs) us alleging that they had problems obtaining a result on their onetouch verio flex meter. The complaint was classified based on the customer care agent (cca) documentation and a review of the call recording. The patient stated that the alleged issue occurred on (B)(6) 2021 at approximately 17:20. They reported that they made ¿5-10¿ attempts to get a blood glucose result on the subject device. The patient reported that they were experiencing ¿the shakes¿ and this was recorded as being around 17:30. At approximately 17:50, they tested again and received the ¿hi¿ meter message indicating a blood glucose result of over 600 mg/dl. The patient manages their diabetes with insulin (self-adjuster), novolog, which they administer when required in response to high blood glucose results. The patient took one unit of novolog and called the emergency medical services (ems). When the ems personnel arrived, the patient said that they checked their ¿vital signs¿ but could not recall if they performed a blood glucose test (either with the subject device or an ems device). The patient reported that the subject device was checked by the ems personnel to ensure it worked and they said it was working correctly. They advised the patient to test again approximately 20 minutes later. The patient did not report any further results or problems. No treatment was provided by the ems personnel and the only change the patient made to their normal diabetes management was to take one unit of novolog in response to the ¿hi¿ meter message. During troubleshooting, the patient confirmed that this was the first time the product was used and that the batteries did not need to be replaced. A replacement device was sent to the patient. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged issue began. The subject device could not be ruled out as a contributing factor.